Event description:
During a right upper lobectomy procedure, the device staples malformed. Distal part of staple line staples open shaped. Another device was used to complete the cast. No patient consequence.